Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the patient¿s expiration could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2019 due to heart failure/patient condition. No alarms or device-related issues were reported in association with the event. The account communicated that the heartmate ii lvas was operating as intended and would not be returned for evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient expired due to heart failure. Additional information was requested but not provided. The patient expired due to patient condition. There were no device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device operated as intended. The device will not be returned for evaluation.